Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed cracks at the distal tip and the dirty bending rubber (a-rubber) could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following faults were identified: leakage from the channel at distal end side, leakage from control unit and up/down knobs, leakage on the channel tube, connecting tube has a dent, discoloration and coating peeling, leakage due to damage on the ballon water tube, objective lens has a chip, grip has a scratch, universal cord has a scratch, due to deformation of bending tube, bending angle in up, down, right, and left direction does not meet specifications. Due to wear of angle wire, the play of up, down, right, and left knob is out of specification, damage on the switch box, damage on the switch printed circuit board, ue to deformation of nozzle, water removal ability does not meet specifications, and ultrasonic connector is dirty due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus officer-field service reported that during reprocessing, the evis exera ii ultrasound gastrovideoscope had a leak in the biopsy channel and the control body, also scratches in the connecting tube. Upon evaluation and inspection it was noted that the distal end has a crack, and the bending section cover is dirty. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.